Manufacturer narrative:
Initially, it was reported that a brim cap detached issue occurred. The biosense webster, inc. Product analysis lab received the device and observed that the hemostatic valve detached from the hub. The brim cap detached issue remains assessed as MDR reportable. The additional finding of the hemostatic valve issue was also assessed as MDR reportable. The awareness date is 4-nov-2021. The device evaluation was completed on 4-nov-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. When the vizigo sheath was in the body, the orange hub where the catheter is inserted into the sheath fell off during the procedure. The tiny orange cap at the hub separated from clear hub part. It did not break into pieces, just separated. The hemostatic brim cap become detached from the sheath. The physician was able to attach it again with no other issues. A replacement sheath was requested. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached and broken, and the hemostatic valve separated. Microscopic examination in the brim cap surface has shown evidence of enough adhesive that shows that the components was attached. At this time, it is not possible to determine the root cause of this condition, however based on the information provided, the condition reported have origin in some place external to the manufacturing environment. A device history record (DHR) evaluation was performed for the finished device [00001725] number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h4. Device manufacture date has been updated. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the brim cap has glue residue, and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Explanation of codes: investigation findings: fracture problem (c070603)/ investigation conclusions: cause not established (d15)/ component code: cap (g04020) were selected as related to the brim cap detached. Investigation findings: fracture problem (c070603)/ investigation conclusions: cause not established (d15)/ component code: valve(s) (g04135) were selected as related to the hemostatic valve - separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. When the vizigo sheath was in the body, the orange hub where the catheter is inserted into the sheath fell off during the procedure. The tiny orange cap at the hub separated from clear hub part. It did not break into pieces, just separated. The hemostatic brim cap become detached from the sheath. The physician was able to attach it again with no other issues. A replacement sheath was requested. The sheath was being used on the patient. It was not apparent if air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed. The patient hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost was less than 10 ml.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).